Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported he was not draining his full fill volume for five nights. The patient also reported difficulty breathing. A follow up call was made to the patient's peritoneal dialysis nurse who reported she spoke to the patient's doctor who stated the patient was admitted to the hospital due cardiac related issues. She stated the patient had a long history of cardiac issues and other comorbid conditions. She stated the patient was inability to breath was mainly due to his pre-existing cardiac problems. The patient was admitted to the hospital on (B)(6) 2016 and is being treated for cardiac issues. She does not know what the treatment was and she does not know how the patient is doing.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of any physical damage. There were no indications of dried fluid within the cassette compartment. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within tolerance. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. The valve actuation test, the system air leak test and the patient sensor calibration check passed. The load cell value and verification were within tolerance.